Manufacturer narrative:
Catheter model: 8709sc, lot #: n256659002, implanted: 2011 (B)(6), explanted: unk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.

Event description:
It was reported that in the last month patient experienced episodes where he was blacking out and passing out; patient also felt sluggish. As of 2011 (B)(6), it was stated that patient still had concerns regarding device or therapy. Patient had relocated and was seeking a healthcare provider (hcp) to fill his pump. Drug(s) delivered via the system were not known. Additional information has been requested, but was not available as of the date of this report.